Event description:
A report was received that during a patient's revision procedure when a paddle lead was implanted, the patient experienced a painful stimulation on his foot. The procedure was aborted, and the paddle lead was explanted.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.